Event description:
It was reported by the sales rep that the physician reported that "not all of the saline volume put into the proplege, pr9 balloon (about .8cc) would come back into syringe when taking balloon down after removal of clamp. At end of case, when pr9 was removed from patient, she tested the pr9 balloon and noticed that it would inflate but not hold volume. No rupture of balloon membrane was noticed; rather, balloon just wouldn¿t hold volume. She remarked that a satisfactory cs pressure ¿bump¿ was observed when giving retrograde cardioplegia through pr9; therefore, she was confident received good flow of retro plegia despite balloon deflation. She also remarked that patient had a smaller cs. She remarked that the balloon tested well during prep and that satisfactory cs waveform was seen upon placement of pr9. Pr9 was placed successfully w/o difficulty.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
It was reported by the sales rep that the physician reported that "not all of the saline volume put into pr9 balloon (about .8cc) would come back into syringe when taking balloon down after removal of clamp. At end of case, when pr9 was removed from patient, she tested the pr9 balloon and noticed that it would inflate but not hold volume. No rupture of balloon membrane was noticed; rather, balloon just wouldn¿t hold volume. She remarked that a satisfactory cs pressure ¿bump¿ was observed when giving retrograde cardioplegia through pr9; therefore, she was confident received good flow of retro plegia despite balloon deflation. She also remarked that patient had a smaller cs. She remarked that the balloon tested well during prep and that satisfactory cs waveform was seen upon placement of pr9. Pr9 was placed successfully w/o difficulty. Evaluation: evaluation of the device found a leak between the sinus pressure lumen and the balloon. An area of the shaft inside the balloon had a break in the catheter wall of unknown origin. The catheter shaft was cross sectioned around the leak area and it was found that the wall of the lumen thinned around the area of the leak. The complaint was confirmed. The root cause of the pressure lumen leakage into the balloon area cannot be determined at this time. Trends for this issue are in control and will continue to be monitored. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.